Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in the station had failed and could not be recovered. A field service engineer arrived and found no storage space was failed. The work order did not include any specific details about which storage space had experienced the issue, leaving no clear starting point for troubleshooting. The station was operating normally at the time of inspection. The system functioned as intended after the field service engineer investigated the device.